Manufacturer narrative:
No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that a ?no disposable, pump won't run" and ?no air" alarms occurred. No patient injury was reported.

Manufacturer narrative:
Device manufacturing date: 24-jul-2003.